Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed that the outer insulation was breached by environmental stress cracks (esc). Blood/body fluid was present on the proximal conductor (not obstructed). The outer insulation had cosmetic metal induced oxidation and cosmetic environmental stress cracks, it was torn, it was breached cut, and it had a cosmetic depression. There was apparent explant damage.

Event description:
It was reported that there were increased chronic thresholds and decreased r-waves. The lead was capped and replaced. It was subsequently reported that the lead was removed from the patient during a system change. No patient complications have been reported as a result of this event.